Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
As a natural tooth was removed. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information, there was an infection around the implant as well as at the tooth in "regio" 2 (fdi # 17). X-ray indicated massive bone loss in both cases. By removing the implant the tooth as well has to be removed.